Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. During preparation of the 20 mm 3.50 veriflex stent delivery system (sds), the stylet and protector were removed and it was discovered that the stent had come off the sds and was on the stylet. The device was not used on the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. During preparation of the 20mm 3.50 veriflex stent delivery system (sds), the stylet and protector were removed and it was discovered that the stent had come off the sds and was on the stylet. The device was not used on the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found the hypotube was kinked at various locations along its length. The stent was received detached from the delivery balloon and stored in a plastic container. The balloon does not appear to have been inflated. An examination of the stent identified no damage to the stent struts. An examination of the balloon found a clear impression of the stent crimp on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).